Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. The impedance measurement in the ra channel was reportedly measured greater than 3000 ohms during the episode. Boston scientific technical services indicated that the atrial port was plugged, there is no ra lead and the device is operating normally. The mv feature remains on and will continue monitoring for noise. There were no adverse patient effects reported. This crt-p remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Correction to h10 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. The impedance measurement in the ra channel was reportedly measured greater than 3000 ohms during the episode. Boston scientific technical services indicated that the atrial port was plugged, there is no ra lead and the device is operating normally. The mv feature remains on and will continue monitoring for noise. There were no adverse patient effects reported. This crt-p remains in-service.